Event description:
It was reported to philips that the device experienced a power board failure. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that there was an error in the parameter settings. Upon conclusion of the evaluation, it was determined that this was a malfunction of the parameter settings. The parameters were debugged to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a power board failure. There was no patient involvement.